Event description:
Customer reported fluid leaking from IV administration set. Stated the tubing was inside the pump and fluid was observed leaking onto the floor. The IV pump door was opened and it was noted that the tubing had broken inside the pump and the fluid had drained from the pump onto the floor. No patient harm reported and no other details about the event available. The IV administration set was not received for investigation because the customer stated the product was discarded. No evaluation will be performed.

Manufacturer narrative:
Patient information requested, and all available information is included.